Manufacturer narrative:
Continued: e1: state: (B)(6). Zip code: (B)(6). The event of "wound dehiscence" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence.

Event description:
Healthcare professional reported "chronic wound". This record is for the left side. Device was explanted.